Event description:
The patient reported shocking after exposure to a theft detector or security gate. The patient stated the device was off during exposure. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.